Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold and appeared to bow when fired. Procedure was completed with same like device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested? Which firing of the device did this event occur on? Was not present and was not told. No additional details. What vessel or structure was the device fired on at the time of the event? Was not present and was not told. No additional details. Was the clip fully advanced into the jaws prior to firing? Was not present and was not told. No additional details. Was there any torquing or twisting of the device present at the time of firing? Was not present and was not told. No additional details. Was any unexpected resistance felt while firing the trigger? Was not present and was not told. No additional details. Were any unexpected noises heard? Was not present and was not told. No additional details. Did anything unexpected happen prior to this incident? Was not present and was not told. No additional details. Was the device fired after this incident in or out of the patient? Was not present and was not told. No additional details. Did somebody other than the primary surgeon fire the instrument? If so, whom? Was not present and was not told. No additional details the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.